Event description:
The customer reported multiple 8000 errors in the system log.

Manufacturer narrative:
(B)(4): the customer reported multiple 8000 errors in the system log. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.